Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of gastroenteritis and sterile peritonitis in a patient coincident with extraneal viaflex therapy for automated peritoneal dialysis (apd) and for continuous ambulatory peritoneal dialysis (capd). On an unreported date in (B)(6) 2010, the patient experienced gastroenteritis. On (B)(6) 2011, the patient began remedial therapy with cefalexin (500g, frequency not reported, orally). One week after the gastroenteritis on (B)(6) 2011, the patient experienced sterile peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized. On the same day, the patient began remedial therapy with vancomycin (100mg, "3", route not reported) and ceftazidim (250mg, frequency and route not reported). On an unreported date, extraneal viaflex was withdrawn and the patient improved. On (B)(6) 2011, the patient ended remedial therapy with vancomycin and ceftazidim. On (B)(6) 2011, the patient recovered from the sterile peritonitis. On (B)(6) 2011, the patient ended remedial therapy with cefalexin. It was not reported whether the event of gastroenteritis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.